Manufacturer narrative:
Corrected information b5: the gemcitabine was infusing as a secondary at a rate of 537 cc per hour with the primary line clamped in the cancer center outpatient infusion room. The device was swapped to resolve the issue. Additional information h6 and h10:the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during gemcitabine therapy. The infusion was programmed to be over 30 minutes, with a value to be infused of 250cc at a rate of 357cc per hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.